Manufacturer narrative:
(B)(4). Concomitant medical products: 0100214056 metasulâ® duromâ®, component for acetabulum, uncemented, 56/ã¸ 50, code p, lot 2380689 0100181500 metasulâ® ldhâ®, head, 50, code p, taper 18/20 lot 2388549 0100185147 metasulâ® ldhâ®, head adapter, l, +4, taper 12/14-18/20 lot # 2388048. Report source: foreign. The event occurred in (B)(6). The reported event is confirmed through operative notes received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. Review of the medical records identified that there was about a 5mm gap in the metaphyseal area of the calcar that needed to be broached with the lm broach to fill that defect. The fracture was reduced and the implant positioned with bone grafted in around the fracture line. The notes also confirmed that the components were stable. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient's femoral bone fractured during impaction of the femoral stem. The fracture was cabled and the surgery was finished without further issue. No further information is available at this time.